Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 1 physical sample submitted for evaluation. Upon visual inspection of the sample it was determined that the product is a non-bd device, therefore, the reported issue of component damage ¿ no leak was not confirmed upon inspection of the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 1 physical sample submitted for evaluation. Upon visual inspection of the sample it was determined that the product is a non-bd device, therefore, the reported issue of component damage ¿ no leak was not confirmed upon inspection of the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 white component damage yesterday we had a material safety incident involving a three-way valve ref 394600 unknown batch. The three-way tap (male end) broke off in the distal line of an arrow 7fr 2 lumen 16 2-way central catheter. Clinical consequence for the patient: change of central catheter using a guide to take the same approach. No injury or damage. We no longer have the tap, which was discarded, but we do have the central catheter, which is available for analysis.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.